Event description:
On (B)(6), 2010, a doctor reported that a patient had to return to his office to have a filling redone because of tooth sensitivity that the patient experienced as a result of incomplete curing by the demi.

Manufacturer narrative:
An evaluation of the returned demi indicated that the led inside the wand had debonded from the heat sink, leading to overheating and subsequent damage to the led. This ultimately resulted in low light output from the demi and the incomplete curing of the patient's filling. In addition, the instructions for use clearly state that a hardness disk should be used to ensure a complete cure and there was no indication that the doctor followed this step. Therefore it was concluded that user error also contributed to this incident.

Manufacturer narrative:
The doctor reported that low output from the demi curing light resulted in the incomplete curing of a patient's filling which led to tooth sensitivity and subsequently required that the patient return to the doctor's office to have the filling redone. The filling was redone and a different demi unit was used to cure the filling. The patient is doing fine. The demi involved in this incident has not been returned to kerr corporation for evaluation. One MDR will be submitted. A follow-up MDR will be submitted when evaluation results are available.